Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had high glucose 220 mg/dl or 230 mg/dl and noticed that the cannula was kinked when it was removed. There was no patient injury.